Event description:
Medtronic received information regarding a navigation system being used pre-operative to a cranial resection. It was reported that the surgeon monitor was not operational. It was reported that the facility attempted to use a separate monitor. The main cart monitor of the navigation system was deemed sufficient for the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733619, serial/lot #: (B)(6), ubd:, UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the surgeon monitor was not receiving power. The power supply was replaced. The navigation system then passed the system checkout and was found to be fully functional. The power supply was returned to the manufacturer for analysis. Analysis found that the 28 vdc port had no output on the returned power supply. All other ports had normal output. Analysis found that the reported event was related to an electrical issue. H6: fdm b01, fdr c02, fdc d02 are applicable to the system checkout and hardware analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.